Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a, while in a spinal fusion, the spine clamp became damaged. It was reported that the washer for the set screw of the clamp was removed. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.